Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that reported that patient experienced ineffective therapy and urinary retention. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.